Event description:
It was reported in additional information from product investigation that a fracture of inner coil near is-1 end was confirmed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed fracture of inner coil near is 1 end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided

Event description:
It was reported that this right ventricular (rv) lead was revised as it exhibited threshold and amplitude issues, during the revision lead also exhibited helix extension issues. Lead was then successfully replaced no additional adverse patient effects were reported.